Event description:
It was reported that pump displayed malfunction alarm code 9 while customer was at work, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted customer with resetting pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if any malfunction codes returned, and customer acknowledged and understood instructions.